Event description:
It was reported that following an ablation procedure, the patient experienced a stroke and speech troubles approximately 2 weeks after the procedure. The speech trouble resolved. It was noted that the patient fully recovered with no sequelae. There were no further patient complications reported in relation to this event.